Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received a shock due to inappropriate induced vf caused by rv cap confirm threshold test. Programming changes were made. The patient was stable.